Manufacturer narrative:
H3. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and no issues were observed relating to did not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode did not retract. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® ultratouch¿ push button blood collection set, the needle did not retract correctly which caused the user to be stuck by the dirty needle. The following information was provided by the initial reporter: collection staff used utw for blood collection on patient, staff pressed activation button but needle did not retract properly into flashback chamber and staff member sustained a needle stick injury to their finger.